Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a rusty shunt valve which got stuck. The technician replaced the shunt valve and tested the device successfully for functionality. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
"According to the customer: it was reported that the hcu40 could not finish the cleaning cycle and displayed the error message "cplg. Water flow low". Additional information: the incident occurred during the cleaning cycle no patient as involved. (B)(4)